Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# ke152, 510k# k123771 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty due to osteoporosis - fx l4. Intra-op, the balloon ruptured during deflation. The device came in contact with the patient. No patient complications were reported as a result of the event.